Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and chronic low back pain. It was reported the patient had an infection in the back that kept leaking. The patient was in the va hospital. The event date was asked and unknown (about six months). Further information was not provided. No further complications were reported/anticipated or expected.